Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing and recorded a lead safety switch for out of range pacing impedances. The oversensing did not lead to any periods of asystole greater than two seconds in duration but the patient did complain of dizziness. A holter monitor was ordered and showed both undersensing and loss of capture. Once again there was no evidence of the loss of capture leading to any periods of asystole greater than two seconds in duration. The physician has decided to revise the right ventricular (rv) lead but no date for the procedure has been set. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this rv lead was surgically abandoned and replaced. No damage was noted and no testing was performed. No additional adverse patient effects were reported.